Event description:
Pump continued to run at the end of case (menisectomy). Would not shut off, alarm did not activate. Pt's knee extravasated and was kept under medical observation. Follow up info with rptr determined pt presented acute compartment syndrome. This device is used for treatment.